Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. Troubleshooting found the insulin pump did not pass a self-test. Customer also reported a loud motor noise during a manual prime. The customer's blood glucose was 369 mg/dl. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No pump error 63 was noted during testing. No unexpected motor noise anomaly during testing noted. The pump was received with a cracked keypad overlay at the select button, minor scratches on the lcd window, case and keypad overlay.